Event description:
It was reported that the atrial lead exhibited noise. The noise was not reproducible. The device was reprogrammed and the patient would be monitored. The patients condition was fine.

Manufacturer narrative:
(B)(4).